Event description:
It was reported through pmcf that a patient was treated for cardiac arrhythmia using a guidewire and the prelude snap splittable sheath for introduction of pacing/defibrillator lead experienced air embolus, blood loss, vessel damage, hemothorax, pneumothorax, and pacing lead displacement. The events were not considered related to device. No treatment was reported.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.